Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer stated that the labels for the "manual" reagents, lipase and hil, do not print correctly. There is shift in the height (the last labels are too low) and width (at the third column, the label has shifted to the right). There was no reported impact to patient management.